Manufacturer narrative:
The device investigation has been completed and the results are as follows: patient's ethnicity was asked but not provided. Patient's race was asked but not provided. DHR results reviewed? Yes the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed? Yes the complaint cannot be replicated, and there were no non-conformities identified. Returned samples(s)/device inspected? Yes results: the returned implant was visually inspected and verified to be an inclusive tapered implant 4.7 mmd x 13 mml x 4.5 mmp implant using the radiographic template. It was not an 11.5 mml as stated in the complaint. However, no defect or non-comformity was observed. Investigation results the returned part was inspected and evaluated visually and in comparison with the DHR. No evidence indicates that the failed implant was defective as packaged. Root cause although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the failure to osseointegration. However, established biocompatibility studies have shown that the implant material or manufacturing techniques are not cause for implant failure or infection.

Event description:
It was reported that the hahn tapered implant failed. The patient has bone type ii. There is no medical or dental history prior to implant. The patient presented on (B)(6) 2017. For primary procedure on tooth #30. The patient returned on (B)(6) 2017, and upon examination the provider notes "the implant was loose at post op". The implant failed to integrate and the device was removed. The provider states the patient's current status as "satisfactory".